Event description:
The customer stated that the insulin pump did not alarm "no delivery" when the cannula of the infusion set was bent. Troubleshooting was performed, and the insulin pump passed the high pressure test. The customer later called back and stated that she was treated at an outpatient clinic for hyperglycemia. The reported blood glucose reading was 27.3 mmol/l. The customer felt that her blood glucose was high, because she inserted the infusion set incorrectly. The proper insertion technique was explained to the customer. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.